Event description:
It was reported that the patient presented with bradycardia. The two epicardial leads and an adapter used to connect them to the device had a high threshold and intermittent capture. The leads were capped and the adapter was removed. A new epicardial lead was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.